Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a data error alert occurred. Additionally, an unspecified malfunction occurred. The customer's blood glucose (bg) level was 160 mg/dl. Reportedly, the customer reverted to an alternate insulin pump for insulin therapy.